Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root is considered operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal circumflex artery (lcx). During the procedure, the device was delivered and was attempted to inflate; however, pressure was not applied. The device was then removed from the patient and balloon rupture was noted. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.